Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported he screen becomes noised with noise points during inspection for use before patient in the room involving an olympus gastrointestinal videoscope. There was no patient injury reported.